Event description:
The complainant reported that the device was in saed (semi-automatic) mode. It was reported that the device recommended a shock what the reporter believed to be non-shockable rhythms. This was said to occur four times. It is unk at the present time what, if any, role the device may have played in the pt's outcome.